Event description:
Admitted electively for extraction of ICD due to malfunctioning. Pt is pacemaker dependent. Intra-op left subclavian vein found occluded. Thru left interior jugular new de-fib bi-coil lead tunneled to right ventricle. Post-op pt remained in hosp due to moderate size pocket hematoma plus left upper arm swelling. Pt discharged post-op day 3. Lead device to pathology for gross exam.

Event description:
Add'l info rec'd from MFR 4/15/02: the device model is 6936. MFR has no add'l info on the reported event other than what is contained in the feferenced voluntary medwatch report. The device has not been returned for analysis. Without the return and analysis of the reported device, no conclusion can be drawn as to the reported event and device performance. MFR's alert date for this event is 2/17/02 that reflects the date they received a voluntary medwatch report from the user facility. The info received from the voluntary medwatch report indicates the device was explanted. The device has not been returned to medtronic for analysis. Total implant duration: 75 mos.